Event description:
The customer reported having high blood glucose for the past two days. The blood glucose reading at time of call was 396mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. The customer's most recent glucose reading was 317mg/dl, and he has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.